Event description:
It was reported there are touch functions that do not work and are not stable such as pressure regulation. There was no patient involvement. The field service engineer (fse) determined the front bezel needs to be replaced. The fse replaced the front bezel and the issue was resolved.